Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the device returned with the lapjoint section detached. Imaging core windup began 23.5 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. Impedance testing shows an electrical open at proximal wave form. A image characterization could not be performed due to the condition of the device. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in a severely calcified and severely tortuous anatomy. After an opticross catheter was used several times the image was poor. During device removal, the imaging window was separated from the shaft and remained in the patient's body. Fortunately, the part right before the imaging window was left in the guiding catheter, so the detached imaging window was trapped and removed by the balloon. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 75% stenosed target lesion was located at left circumflex artery. It was noted that the detached part was left in the guiding catheter, so it was trapped and removed by the balloon and was completely removed from the patient's body. No other intervention was done to remove the device. The patients status was reportedly good.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in a severely calcified and severely tortuous anatomy. After an opticross catheter was used several times the image was poor. During device removal, the imaging window was separated from the shaft and remained in the patient's body. Fortunately, the part right before the imaging window was left in the guiding catheter, so the detached imaging window was trapped and removed by the balloon. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 75% stenosed target lesion was located at left circumflex artery. It was noted that the detached part was left in the guiding catheter, so it was trapped and removed by the balloon and was completely removed from the patient's body. No other intervention was done to remove the device. The patients status was reportedly good.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in a severely calcified and severely tortuous anatomy. After an opticross catheter was used several times the image was poor. During device removal, the imaging window was separated from the shaft and remained in the patient's body. Fortunately, the part right before the imaging window was left in the guiding catheter, so the detached imaging window was trapped and removed by the balloon. The procedure was completed with another of the same device. No patient complications were reported.